Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that: "head on the top of both broach impactors broke off."

Event description:
It was reported that during a laparoscopic hernia procedure, the device was stuck on the vessel. The device was pried off the tissue, but produced a small tear. The s mall tear was repaired with sutures and the case was completed with no patient consequence.